Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system explant due to a bacterium infection. A surgical intervention was required to explant the device along with the system. No new device was implanted. No additional adverse patient effects were reported.